Event description:
The patient's mother reported that prior to the patient's 2014 generator replacement the patient had increased seizures and a change in thought processing speed which she believed was due to a waning battery. It should be noted that the patient's generator was originally reported to be replaced prophylactically. The explanted generator was returned for analysis. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.